Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that as they were driving home and "everything let loose "and it was like she never had the implant , and explained that they had a returned of symptoms and wet her pants all over the car. Stimulation was turned on and troubleshooting was performed and patient could feel stimulation. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported the they had a uti. No further complications were noted or anticipated